Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had migrated from the fallopian tube') and abortion spontaneous ('she was having a miscarriage/ pregnancy (stillbirth or miscarriage), miscarried at five weeks') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of effect/ failure to occlude (close) fallopian tube(s)" on (B)(6) 2012 and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2015, cesarean section on (B)(6) 2015, labor complication on (B)(6) 2007, miscarriage in 1997, multi gravida, parity 6 (live births: (B)(6) 1998, (B)(6) 1999, (B)(6) 2001, (B)(6) 2007, (B)(6) 2015) and anemia. Previously administered products included for birth control: condoms. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2013 to (B)(6) 2014 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for birth control, other analgesics and antipyretics from 2014 to 2017 for migraine and headache as well as oral contraceptive nos. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient was found to have weight increased ("weight gain"), 2 months 7 days after insertion of essure. In (B)(6) 2008, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced migraine ("migraine headaches/ migraines"), headache ("headaches/ head pain") and rash ("rashes/ rash on chest and abdomen, also on my back"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and vaginal infection ("infection type: vaginal"). In 2009, the patient experienced dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay") and pruritus ("itching of/on the chest neck, legs, and arms"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced uterine pain ("uterine pain"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant on essure"). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy and device expulsion ("it was possible that the microinsert had been expelled by her body during menstruation./ expulsion of essure device"). On (B)(6) 2012, the patient experienced mood swings ("mood swings"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain, abdominal pain and abdominal pain lower, menorrhagia ("heavy bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("pain and heavy bleeding during menstruation/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain, abdominal pain and abdominal pain lower, menorrhagia ("heavy bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("pain and heavy bleeding during menstruation/ dysmenorrhea (cramping)"). The patient was treated with surgery (essure removal). Essure treatment was not changed. At the time of the report, the device dislocation, dysgeusia, dental caries, fatigue, migraine, menorrhagia, dysmenorrhoea, rash and pruritus had not resolved and the pregnancy with contraceptive device, abortion spontaneous, weight increased, mood swings, anxiety, nausea, headache, vaginal haemorrhage, uterine pain, dyspareunia, vaginal infection, vaginal discharge and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, dental caries, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pregnancy with contraceptive device, pruritus, rash, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was not able to undergo surgery to remove the essure micro-inserts, and still suffers to this day from the symptoms outlined above. Essure did not worsened a previously existing injury/condition. She did not had any complications or problems that occurred at the time of essure placement procedure. Essure did not caused birth defects. She had ablation on an unspecified date for unspecified reason. As per pfs, onset date was (B)(6) 2007 for events dysmenorrhoea, menorrhagia and vaginal haemorrhage. Linked second pregnancy case (B)(4). Mr- the right ostia was then isolated and essure was passed through the hysteroscope and the device passed through the ostia, it was deployed in a standard fashion and the introducer was removed, one coil was noted at the cervix. On the left 10 coils were noted. Description of procedure: one coil was noted at the ostia. On the left 10 coils were noted. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Ultrasound scan - in (B)(6) 2012: results: five weeks pregnant. X-ray - in (B)(6) 2012: results: pregnant. X-ray of pelvis and hip - in (B)(6) 2012: results: essure had migrated from the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). Seriousness criteria (medically significant) of event pregnancy with contraceptive device was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("had migrated from the fallopian tube"), pregnancy with contraceptive device ("pregnant on essure") and abortion spontaneous ("she was having a miscarriage/ pregnancy (stillbirth or miscarriage), miscarried at five weeks") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of effect/ failure to occlude (close) fallopian tube(s)" on (B)(6) 2012 and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included tubal ligation on (B)(6) 2015, multi gravida, parity 6 (live births: (B)(6) 1998, (B)(6) 1999, (B)(6) 2001, (B)(6) 2007, (B)(6) 2015), miscarriage in 1997, anemia, labor complication on (B)(6) 2007 and cesarean section on (B)(6) 2015. Previously administered products included for birth control: condoms. Concomitant products included anovlar (microgestin) from (B)(6) 2013 to (B)(6) 2014 and medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2013 for birth control, excedrin [acetylsalicylic acid,caffeine,paracetamol,salicylamide] from 2014 to 2017 for migraine and headache as well as oral contraceptive nos. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 2 months 7 days after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2008, the patient experienced migraine ("migraine headaches/ migraines"), headache ("headaches/ head pain") and rash ("rashes/ rash on chest and abdomen, also on my back"). In 2008, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal pain lower ("severe lower abdominal pain"), vaginal infection ("infection type: vaginal") and pruritus ("itching of/on the chest neck, legs, and arms"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), uterine pain ("uterine pain") and back pain ("back pain/ lower back pain/ severe back pain"). In january 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy and device expulsion ("it was possible that the microinsert had been expelled by her body during menstruation./ expulsion of essure device"). On (B)(6) 2012, the patient experienced mood swings ("mood swings"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation/ abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("pain and heavy bleeding during menstruation/ dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, dysgeusia, dental caries, fatigue, migraine, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, rash and pruritus had not resolved and the pregnancy with contraceptive device, abortion spontaneous, weight increased, mood swings, anxiety, nausea, headache, vaginal haemorrhage, abdominal pain, uterine pain, dyspareunia, vaginal infection, vaginal discharge and device expulsion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, dental caries, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, rash, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was not able to undergo surgery to remove the essure micro-inserts, and still suffers to this day from the symptoms outlined above. Essure did not worsened a previously existing injury/condition. She did not had any complications or problems that occurred at the time of essure placement procedure. Essure did not caused birth defects. She had ablation on an unspecified date for unspecified reason. As per pfs, onset date was (B)(6) 2007 for events dysmenorrhoea, menorrhagia and vaginal haemorrhage. Linked second pregnancy case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Ultrasound scan - in (B)(6) 2012: five weeks pregnant. X-ray - in (B)(6) 2012: pregnant. X-ray of pelvis and hip - in (B)(6) 2012: essure had migrated from the fallopian tube. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient's demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2007 to (B)(6) 2007. Events abnormal bleeding (vaginal, menorrhagia), rash on chest and abdomen, also on my back, migraines, dysmenorrhea (cramping), expulsion of essure device, failure to occlude (close) fallopian tube(s), pregnancy (stillbirth or miscarriage), miscarried at five weeks, lower back pain were clubbed with previously reported events. Events vaginal haemorrhage, mood swings, vaginal infection, anxiety, headache, nausea, dyspareunia, vaginal discharge, weight increased, uterine pain, abdominal pain, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("had migrated from the fallopian tube"), pregnancy with contraceptive device ("pregnant on essure") and abortion spontaneous ("she was having a miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lack of drug effect" in (B)(6) 2012. On an unknown date, the patient started oral contraceptive nos at an unspecified dose and frequency. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("pain and heavy bleeding during menstruation"), menorrhagia ("heavy bleeding during menstruation"), abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain"), migraine ("migraine headaches"), rash ("rashes"), pruritus ("itching of/on the chest neck, legs, and arms"), the first episode of back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay") and fatigue ("fatigue."). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and the second episode of back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy and device expulsion ("it was possible that the microinsert had been expelled by her body during menstruation."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, dysmenorrhoea, menorrhagia, abdominal pain lower, pelvic pain, migraine, rash, pruritus, dysgeusia, dental caries, fatigue and the last episode of back pain had not resolved and the abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dental caries, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: plaintiff was not able to undergo surgery to remove the essure® micro-inserts, and still suffers to this day from the symptoms outlined above diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2012: (B)(6) pregnant x-ray - in (B)(6) 2012: pregnant x-ray of pelvis and hip - in (B)(6) 2012: essure had migrated from the fallopian tube incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.